Event description:
It was reported that the customer received a button error alarm from her insulin pump during a bolus. The customer's blood glucose level was 126 mg/dl. The customer stated the numbers on the display screen kept scrolling. Standard troubleshooting was performed. The customer stated she keeps the insulin pump in her bra and that it could have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.